Event description:
Discrepant advia centaur xp (B) (6) results were obtained on patient samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. One patient received an injection due to the discrepant (B) (6) result. There are no reports of adverse health consequences due to the discrepant (B) (6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data, but could find no root cause for the problem. The fse performed a total service check and replaced the base pump. The instrument is performing within specifications. No further evaluation of the device is required.